Event description:
The pt had twice let the implantable neurostimulator battery discharge adn sit without recharging for many months. The implantable neurostimulator wasn't recharged for over a year. The battery was overdischarged. After 2 physician mode recharges the device was interrogated. Impedances were greater than 10000 ohms on all electrode pairs. The therapy amplitude was increased to 10.5 volts and the pt felt no stimulation. The hcp suspected lead fracture. During revision surgery, lead impedances were ok. When removing the extension from the implantable neurostimulator, it was noted tht the extension came apart 'very easily' at the transition point. It was determined that the extension was broken; it was replaced. The implantable neurostimulator battery was reported to not have normal depletion. The rechargeable neurostimulator was replaced with a non-rechargeable device. The pt outcome was not reported. Additional info has been requested. A follow-up repot will be submitted if additional info becomes available.

Manufacturer narrative:
The implantable neurostimulator and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.